Event description:
It was reported while using bd 30ml luer-lok¿ syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): defective/leaking. The leak was between the plunger seal and barrel.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 2111724. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.